Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and customer was performing neurovascular planned treatment. Procedure got delayed for 10 minutes. Customer restarted the system and completed the procedure. The philips field service engineer (fse) inspect the system onsite and confirmed that the system was not booting up. During troubleshooting, fse found bootup error. Fse refasten the display card and memory card of host pc. Restore the ghost image. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. The system was in clinical use. There was no harm reported. Philips has started an investigation of this complaint.